Manufacturer narrative:
The cause of the discrepant falsely depressed pt-inr results is unknown. The pattern of depressed results is suggestive of sample handling issues. At least four of the five samples were confirmed to have been drawn by the same phlebotomist. Results returned to higher expected values after re-centrifugation. There was no indication of instrument malfunction and qc testing results bracketing the initial test results were within laboratory ranges. The instrument and reagent are performing within specifications. No further evaluation of the devices is required.

Event description:
Falsely depressed prothrombin time (pt-inr) results were obtained on patient samples run with the dade innovin reagent on the ca-1500 instrument. The results were reported to the physician who questioned the results. Redraw samples were run and higher results were obtained. Corrected results were reported. Patient treatment was not altered or prescribed on the basis of the falsely depressed prothrombin time (pt-inr) results. There is no indication of adverse health consequences to the patients on the basis of the falsely depressed prothrombin time (pt-inr) results.